Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements and undersensing. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.